Event description:
Implantation of device caused a spread of crps. Had to be hospitalized. Later needed surgery to change location of battery. Later in the year the wires almost came through my skin requiring another surgery to have them pull back in further. To this day the wires going up my back cause moderate pain 24/7. This is with the medtronic spinal cord stimulator. Spinal cord stimulator implant doesn't work to control pain like the trial did, not even close.